Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient needed an MRI but the implant was in overdischarge. The representative stated that they tried 8-9 sessions of physician recharge mode with no resolution. The antenna locate feature had all three numbers the same. The indication for use was spinal pain. No patient symptoms reported. Additional information received from the manufacturer representative reported that after 8-9 attempts to bring the device out of overdischarge the healthcare provider decided to explant the device. It was explained that the MRI tech would not scan the patient without the indication of full body MRI eligibility as the patient had an aggressive form of cancer and the scan was needed. It was noted that the patient had never used the device and was overdischarged due to not charging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.